Event description:
Caller reported a malfunction on the pump after plugging in the charger to turn it on for the first time. There was no adverse impact to the customer's blood glucose level reported, as it did not exceed 500 mg/dl. Cts decided to replace the pump and sent a replacement while advising the customer to use mdi as backup therapy to ensure insulin delivery is not interrupted. Instructions were given for the customer to put the pump into storage mode and return the faulty pump to tandem using a return box and pre-paid label within 10 days. The customer acknowledged and understood all instructions provided by cts.